Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a carotid stenting treatment procedure stent dislodgement occurred. The physician was attempting to treat a 70% stenosed, 7x20mm de novo lesion located in the non-calcified, severely tortuous carotid artery with a 8.0x29mm carotid wallstent. Vascular access was femoral. The lesion was not pre-dilated. The physician advanced the carotid wallstent to the lesion with some difficulty. An attempt was made to deploy the stent, however the stent would not deploy. The physician attempted to withdrawal the device from the pt, however significant resistance was felt as a result of the carotid wallstent becoming caught on the guide catheter. The stent dislodged from the device and the catheter was removed from the pt. The shaft of the device was found to be elongated and kinked. The procedure was completed successfully with a 7.0x40mm carotid wallstent. There were no reported pt complications. The pt status is "stable". Additional info on the dislodged stent has been requested and is not available.